Manufacturer narrative:
Exemption number: e2015015. (B)(4).

Event description:
The clinician reported that on the day the dental implant and abutment were placed in ada site 9 in the mouth, primary stability was not achieved in type iii bone. Upon taking impression, both came out. Clinician noted patient's periodontal disease. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant and abutment were placed in ada site 9 in the mouth, primary stability was not achieved in type iii bone. Upon taking impression, both came out. Clinician noted patient's periodontal disease. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.